Event description:
Metal debris came off the inside of the instrument. There was no pt involvement; therefore, there was no adverse consequence for any pt.

Manufacturer narrative:
Evaluation results indicate that the only way this type of wear could evolve is by improper alignment of the planar on the trunnion. This condition is not possible unless the planar is forcibly angled over the trunnion by the user.